Event description:
A hospital in (B)(6) reported via our distributor that an rt200 adult breathing circuit leaked due to the expiratory limb being faulty. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The rt200 is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. The complaint breathing circuit was not returned to fisher & paykel healthcare (B)(4) for evaluation. Only limited information was provided by the hospital, namely that the breathing circuit had leaked due to a "faulty" expiratory limb. Without the complaint breathing circuit we are unable to determine what could have caused the problem as reported by the hospital. All breathing circuits are pressure tested for leaks during production and those that fail are rejected our user instructions that accompany the rt200 adult dual-heated breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms."

Event description:
A hospital in (B)(6) reported via our distributor that an rt200 adult breathing circuit leaked due to the expiratory limb being faulty. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The rt200 is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. The complaint device is en route to fusher & paykel healthcare (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation .